Manufacturer narrative:
Continuation of d10: product ID 3387s-40 lot# v371989 implanted: (B)(6) 2010 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(6) ubd: 25-aug-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the doctor observed red x¿s on all contacts of the right lead while checking the device, noting that the right lead is not connected to the battery. The patient was informed that an impedance check might be needed, and the doctor stated they would contact the surgeon. Patient services emailed the local representatives to request outreach to the patient for further assistance. Additional information was received regarding the right lead issue. The patient stated that an x-ray was inconclusive, as the radiologist was unable to identify a break in the system and believed the extension was secured to the battery. The patient was unsure how their system could be compromised. No definitive cause or contributing factor was determined. The following steps may involve exploratory surgery, but the patient mentioned feeling fine and indicated they may not pursue that option. The issue remains unresolved, and no further actions have been taken or confirmed at this time.